Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room staff encountered an error with the integrated electro surgical unit. Troubleshooting actions included disconnecting the pedals from the back of the vision side cart, power cycling the unit and changing the setting to classic mode. Despite these efforts, the unit continued to fault upon restart. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have a voltage error leading to errors c-33/c-00. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.